Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and device rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and a possible rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to g3: the initial aware date of this event was 01/03/2023 and was inadvertently captured as 02/08/2021 for the initial medwatch. All submissions were made within 30 days.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and a possible rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening on posterior and 1 on radius side assessed, as surgical damage. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, creases on the device.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. And a possible rupture. Device has been explanted.